Manufacturer narrative:
Findings: pump received with normal operating current. No unexpected low battery noted. Pump been monitor few days. No blank display anomalies were noted. No damage on the c13/lcd isolation tape noted. Pump received with intermittent button response due to corroded keypad traces. No moisture damage found on lcd, the electronics, motor, battery tube and vibrator noted. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device was submerged in water. The customer stated the device display when blank immediately after exposure to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.